Event description:
Near miss occurred related to a pyxis system issue. In our institution, we use the pyxis label printer for specific medications so that when a nurse draws up a medication from a vial from the pyxis, they can place a pyxis label that prints directly on the medication syringe. Currently items show the mg amount first and then the = amount in ml on the label. However, when an item is loaded fractionally, for example the way a multidose vial is set up in pyxis, the ml amount shows first and then the mg amount. Nursing mistakenly drew up the mg amount instead of ml for a diazepam injection however this was caught prior to administration. Multiple requests have been sent to bd pyxis to standardize order of ml and mg amount on remove screen. 02/04/2026 f/u from bd to ismp: bd recognizes the significance of presenting essential information in a consistent fashion. For users of the pyxis enterprise server and pyxis medstation es, the ¿fractional units of measure¿ setting within the medications tab determines how such information is displayed. Selecting the ¿use strength¿ option will set the chosen medication to display as ¿remove strength= volume¿. Conversely, selecting the ¿use volume¿ option will set the chosen medication to display as ¿remove volume =strength¿. Customers are encouraged to evaluate their formulary items and assess the implications of their settings. Moreover, as with any system-level modification, bd recommends thoroughly validating any changes across all workflows, as it may affect inventory and medication management processes. Customers are welcome to contact bd for assistance in finding this setting. Bd remains committed to exploring future software enhancements aimed at display consistency.ismp, (B)(6). Phone: (B)(6). Email: (B)(6).